Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a lead integrity alert triggered revealing the right ventricular (rv) defibrillator lead displayed high impedance and there was t wave over-sensing (twos) on the right ventricular (rv) pacing lead. The sensitivity on the pacing lead was adjusted and following, twos was no longer observed. The leads remain in use and no patient complications have been reported as a result of this event.